Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2367 alarm that occurred on the home choice unit during drain 4. The technical service representative (tsr) advised the hp close all clamps discard the supplies and finish with manual supplies. The hp had a se 2240 prior to the se 2367. The tsr explained a se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the hp. The sample was discarded.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore, a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 4 was not confirmed due to a lack of sample. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).